Event description:
The patient presented to the hcp clinic on (B)(6) 2012 due to his care being transferred to another hcp. Upon examination of the patient, the physician noted that there was significant swelling over the pump pocket. The patient's mother stated that the swelling began after his last refill sometime in (B)(6) 2012. Upon further assessment, the patient was admitted to the hospital for pump evaluation and likely revision surgery. Troubleshooting included performing x-rays and withdrawing the fluid from the pocket. The radiologist believed there was a disconnected catheter from the pump. The hcp was not convinced, but believed that a revision/exploratory surgery was warranted. No signs of infection were present, and the fluid obtained from the pump pocket was clear. The pocket did re-swell after the fluid was drawn out. No signs of swelling were present at the spinal incision. On (B)(6) 2012 exploratory surgery was performed. Upon entering the pump pocket, a significant amount of clear fluid was cleared out of the pump pocket. There was no indication of a disconnected catheter, but it was noted that the catheter had migrated to the top of the pump. The hcp thought this might be cause of the swelling (due to csf backflow); however, he was unable to find a site where there was obvious leakage. Upon cutting the catheter past the point where it passed over the pump refill reservoir, the hcp noted there was not any csf spontaneously flowing. The hcp was unable to withdraw csf with a syringe. For this reason, the hcp chose to explore the catheter at the site of the spinal incision. Upon opening the spinal incision, there were no obvious signs of infection or issues with the catheter. However, when the hcp cut the catheter near the entrance into the spine, there was still no csf flow. Therefore, the hcp elected to replace the entire catheter. The hcp did not see signs of csf leak at the spinal incision either, so he was still unable to determine exactly what the fluid in the pocket was, but was certain there was no infection present. Prior to surgery, the pump was programmed to deliver a very high dose of lioresal at 1482 mcg/day using flex programming. Since it could not be determined if the patient was actually receiving intrathecal drug, the pump was programmed to 100 mcg/day following surgery. The plan was to keep the patient in the hospital at least 24 hours to monitor for possible overdose/withdrawal symptoms and treat if necessary. It was later reported that the physician did not determine the cause for the fluid in the patient's pump pocket. The physician thought the fluid was likely csf but did not have it tested to confirm; and could not find the source. The patient was noted as doing "very well" and was discharged the next day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6 ) 2012, explanted: unk.